Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown knee tibial component cat#:unk, lot#:unk, unknown knee articular surface cat#:unk, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06286, 0001822565 - 2018 - 06287, 0001822565-2018-06288. Product location unknown.

Event description:
It was reported that the patient is experiencing pain after left total knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint was unable to be confirmed. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed as lot identification is necessary for review. Surgical notes were not provided. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed.

Event description:
No further event information available at the time of this report.